Event description:
The complainant reported a patient was implanted with an impella for mechanical circulatory support. It was reported that the graft locks did not perform as intended. It was noted leaking of blood from the introducer despite graft locks being applied per instruction for use. He reinforced the introducer with heavy silk ties. Ebl 50 ml. Hemoglobin remained acceptable for the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: added explant date